Event description:
Customer called to report the pump reservoir had a crack along the barrel area and passed the o-rings, which had caused a large amount of insulin to leak inside the device. It was stated that the customer bg's raised. Customer changed the reservoir and the infusion set. Bgs were treated.